Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges. Customer¿s blood glucose ranged from 150 mg/dl to 300 mg/dl. Reportedly, customer loaded a new cartridge onto the pump to resume insulin therapy.